Event description:
The user received a questionable hcg + ss result for one patient sample from the analytical e module analyzer serial number (B)(4). The initial result was 269 iu/l and the automatic repeat result was <1 iu/l. The sample was remeasured on another instrument and the result was <1 iu/l. The initial result was not reported outside the laboratory. No information was available to determine if the patient was adversely affected.

Manufacturer narrative:
Insufficient information was provided for further investigation. A root cause could not be identified. The customer did not provide further information concerning the patient. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).